Event description:
One pt sample with discrepant tsh results. Initial tsh gave 0.048 uiu/ml, repeat gave 6.09 uiu/ml. Initial result reported. Pt not adversely affected. The field service representative could not determine the root cause of the discrepancy. Performance tests were performed which were within specifications.